Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/22/2008 by mail. A completed questionnaire was received.

Event description:
A nurse reported a scratch on an intraocular lens (iol) after implantation. There was no pt impact.